Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd posiflush¿ sp syringe there was an issue with foreign matter in the syringe. The consumer stated ¿the flushing syringe is muddy.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with a syringe contained in its flow wrap (batch #7271239), which has been previously opened. This sample has been tested for several tests: heavy metals / iron, and appearance / clarity. All tests have been acceptable and no turbid liquid was observed. Another sample contained in a flow wrap unopened, batch #8018943, has been also received. No turbid liquid observed. 60 retained samples from the same batch (#7271239) have been visually inspected. No turbid liquid observed. Complaint trending review of this lot and product family for this issue reveals no other complaints. A bhr for the reported batch was conducted confirming this was released according to defined specifications and requirements including sterilization and final lab testing: a) there were no qn's or issues associated with batch # 7271239. There is no documentation for any issue affecting the saline solution, which could be related to the reported issue. B) all inspections performed from filling to case pack were acceptable. C) controls in place at manufacturing side have been reviewed and found acceptable including: bioburden tested during week days (monday to friday). Overkill sterilization process. The sterilization process is challenged and re-qualified annually. Environmental testing within the filling area on a weekly basis. The solution is filtered twice before it is filled in syringes (note: once when transferring to the hold tank and again at the fill machine). Endotoxin testing is performed daily. Bioburden testing on the components used to assemble the syringes, performed during week days. Continuous online monitoring of the wfi water quality (note: this is for toc and conductivity, not microbial requirements). Bioburden and endotoxin testing of the usp purified water and wfi systems, performed during week days. Weekly endotoxin testing of the pure steam system. D) the following part lots have also been reviewed: barrel # 7275089 and #7264434; tip cap # 7166126, 7173317 and #7250276: no problems, defects or qn related to the reported issue were found. Stopper # 7275099 and #7264433: no problems, defects or qn related to the reported issue were found. Saline solution # 7264431 and # 7264430: no problems, defects or qn related to the reported issue were found. The returned sample (batch #7271239) has been tested for several tests and all results are acceptable. Therefore, we cannot confirm the reported issue. After bhr and manufacturing records review, there were no issues documented related to the reported complaint. There were no qns issued during the production of batch #7271239 and all inspections were performed with correct results. Therefore, it has not been found any specific circumstances, from manufacturing process, that could explain the described complaint. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.